Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device was used for treatment and was not returned for analysis. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products and there have been further complaints reported with this failure mode in the past three years. Potential causes for the issue experienced include: dressing not applied properly - filter/port not adhered to dressing correctly tubing trapped, folded over/kinked causing a blockage dressing integrity has been compromised - skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin we have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that pico 7 was started on (B)(6) 2020, 48 hours after the patient had total knee replacement. On (B)(6) 2020, it was showing air leak alarm as manifested by amber-orange alarm indicator that is lit next to okay button. Was confirmed that the edges of the dressing were reinforced with fixation strips and that the tube connectors were twisted securely. Air leak alarm still showed even after pressing start orange button to resume therapy. Device was not working due to significant air leak. There was no backup device available.